Event description:
Reportedly, the instrument locked on the lumbar vein and would not release. A second instrument was used to seal and the tissue distal to the locked device. The locked device was then removed from the resected tissue. The procedure was then completed with no further adverse affects to the pt. The pt did not sustain any injury or ill effects due to the reported condition. Procedure: nephrectomy.